Manufacturer narrative:
Additional information: device evaluation: product evaluation found that the lens was returned in liquid in the lens case/vial. Visual inspection found that there was no visible damage to the lens. There was liquid on the lens surface. Corrected data: (B)(4).

Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, diopter unknown, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting and elevated intraocular pressure. A secondary yag was performed on the peripheral iridectomies. The lens was exchanged for a shorter lens and the problem was resolved.